Event description:
It was reported that the device was explanted after a implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Manufacturer narrative:
In 2009, (through follow-up with the health-care provider), it was learned that the device was explanted due to a sizing issue. Per the operative report, "we initially thought we put a 24 in, but that was too small and therefore we took the 24 out and left the same sutures and placed a 26." The device history record (DHR) review was completed in the same month, and this device passed all manufacturing and sterilization inspections with no nonconformance. Sizing issue.

Event description:
It was reported that the device did not report any data within its memory, and interrogation revealed no information stored in memory. The device was to be replaced. No patient complications have been reported as a result of this event.